Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens and foreign material on lens surface (discolored). Functional and dimensional inspections found the lens to be within specifications. Claim #: (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(4) but not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +5.50/+3.0/060 diopter, in the patient's left eye on (B)(6) 2015. The patient experienced refractive surprise.

Manufacturer narrative:
Additional information: additional information received: the reporter stated that the lens was explanted on (B)(6) 2016. (B)(4). As per dfu for this lens model, implantation of this lens in an individual with keratoconus is contraindicated. (B)(4).